Manufacturer narrative:
G5:510(k)#: k102985. B4: 09aug2021. The customer evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the speaker assembly needed to be replaced to return the device to working condition. The customer¿s bio-medical engineer replaced the speaker to resolve the issue and bring the device back to functionality.

Event description:
It was reported to philips that the device had a post primary speaker failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.